Event description:
It was reported the pt had difficulty recharging the device. The power on reset icon had shown on the charger. Two power on resets were completed - one at the clinic and one at the pt's home. After the first reset at the clinic, the MFR's rep was unable to make contact with the pt's battery. After the pt completed the second reset at home, the pt stated she did see the "doctor sign". No add'l f/u was reported as to if the pt had regained stimulation therapy. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.